Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 7278 implantable pacemaker/cardio/defib - (B)(6) 2006; 694765 implantable tachy lead - (B)(6) 2003. (B)(4).

Event description:
It was reported that the lead's impedance had decreased and is now low. The lead was capped. No patient complications have been reported as a result of this event.